Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of a software upgrade required and battery problem was confirmed: battery is faulty unit doesn¿t run on battery power and needs to be connected in ac supply. The root cause of the reported failure was identified as a faulty battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Battery problem. (B)(6) 2021- evaluation confirmed abrupt shutdown.